Event description:
It was reported that shaft break occured. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm fg maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink to the hypotube at 61.6cm from the hub. There is another kink to the inflation lumen and guidewire lumen 88mm from the tip. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. There were no patient complications nor injuries reported.